Event description:
The manufacturer received information from a third-party service provider that a ventilator inoperative error was found on a bipap a40 silver series device. There was no serious patient harm or injury that occurred or was reported. The bipap a40 silver series device was returned and evaluated by a third-party service center. The device evaluation found error code, failure of the outlet sensor, in the device's error log. The third-party service technician replaced the system printed circuit assembly board to address this reported issue. After replacing the part on the device, the third-party service technician performed the final and run-in tests on the device, which passed.